Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed they had accidentally used a pet insulin cartridge, experienced hyperglycemia to 328 mg/dl for about 30 minutes, then subsequent prolonged hypoglycemia despite carbohydrate intake, followed by rebound hyperglycemia after additional carbohydrates; the device reportedly ceased insulin delivery for approximately four hours during the low and later resumed, and alerts sounded as designed. Symptoms included feeling sick and irritated during the hypoglycemia, without loss of consciousness or need for assistance, and no medical intervention or hospitalization occurred. Outcomes included transient hyperglycemia, hypoglycemia lasting about three hours, and later hyperglycemia after self-treatment with more than 15 g of carbohydrates. Investigation included review of device data and user reports. Investigation of this case revealed the device delivered an aggressive correction preceding the low and then suspended insulin appropriately during the hypoglycemia, with subsequent hyperglycemia likely related to carbohydrate treatment and meal without announcements; no device malfunction or alarm failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions rather than a device failure.